Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's batteries exhibited a critical battery alarm. They also indicated that the alarm occurred when the connected batteries had 50% charge. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (B)(4) was not returned for evaluation. Log file analysis revealed that a critical battery alarm occurred on (B)(6) 2018. A data point prior to the critical battery alarm, logged at 07:38:51, revealed that the battery was at 24% relative state of charge (rsoc). The following data point, logged at 07:53:53, revealed that the battery dropped to 10% rsoc. During the critical battery alarm, the battery dropped to 9% rsoc. Typical communication errors will drop the rsoc to 0% rsoc. During this instance, (B)(4) was not the active battery, yet still dropped capacity. Given that the capacity dropped to 9% rsoc may be indicative of an estimation error; however, analysis could not be performed since the device was not returned. The most likely root cause of the reported event can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10% rsoc, triggering a critical battery alarm. If information is provided in the future, a supplemental report will be issued.